Manufacturer narrative:
Correction b5: additional information received confirmed that the hand crank was required to maintain flow. The hand crank was used for 15 minutes. Blood was running through the pump when issue occurred. The bio-console was being used by the patient during a clinical procedure. The patient was on ECMO. The bio-console was turned on and off more than once by the clinician during the clinical procedure. The bio-console was used 3-4 days on patient before issue occurred. Investigation conclusion: complaint confirmed for the reported error code 68 and the base shutting down when the ui was powered on during service. The investigation was completed with the information that was provided. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported error code 68 and the base shutting down when the user interface (ui) was powered on were verified during service. The service technician noted that the base shut down when the ui booted-up and error codes 68 and 41 were found in the event log. The issues were resolved by replacing the bitsy computer board, the pcba display backlight pwm and the sub-assy ui in the ui. The product analysis for the ui has been captured in pli 20. The system controller module was replaced as a precautionary measure due to the error 41 found in the event log. Preventive maintenance was performed per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use the bio-console instrument displayed error 68 while in use, the user interface (ui) went blank and the alarms continued. The ui caused the bio-console base to shut down and it would not power on. The instrument was replaced with a back-up and there were no adverse patient effects as a result of this issue. Additional information was received on the 21 aug 2021 confirming the hand crank was required to maintain flow.